Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a 3 level plate broke approximately 1-day post-operatively.

Event description:
Physician reported that a 3 level plate broke approximately 1-day post-operatively.

Manufacturer narrative:
Upon visual analysis of the plate, it can be seen that seven out of the eight sets of the nitinol clips were missing and/or damaged. There were heavy scratches on the surface of the plate. The hexalobe feature of eight screws were stripped; the shafts of the screws present no abnormalities. The failure mode could not be confirmed upon inspection of returned devices since we are unable to decipher if this damage was due to removal during the revision surgery or if some of the damages occurred during the index surgery. As immediate post-operative fluoro images were not available, the loosening of the screws from the plate could not be confirmed. In the event that a blue ridge screws back out of a blue ridge plate, it is possible that the nitinol clips did not properly engage/ did not optimally cover the head of the screw. However, this root cause cannot be made conclusively with the available information. Manufacturing records were reviewed for the returned devices, and no relevant manufacturing issues were found.